Manufacturer narrative:
The actual date of death is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that a patient being treating for sepsis was receiving an infusion or norepinephrine at a rate of 0.6 mcg/kg/min in the emergency department. When the patient was transferred to the intensive care unit, the infusion was transferred to a different pump and the dose was inadvertently programmed at a rate of "0.06 mcg/kg/min" while transitioning lines from peripheral intravenous (piv) line to central line. The dose change was reportedly not noticed at the time of the transfer. Subsequently, there was a difficulty in getting blood pressure readings (patient also "lost arterial line" at this time), and when a blood pressure reading was eventually obtained, vasopressor was titrated up, but from 0.06 mcg/kg/min (not the original 0.6 mcg/kg/min). An arterial line was then placed, which confirmed "severe hypotension" at which point patient was given epinephrine, phenylephrine pushes and norepinephrine was increased to 1mcg/kg/min. Following the event, the patient was "more hypotensive and acidotic." Family had been called in during this event and decided to "withdraw care" and the patient subsequently expired. Reporting provider was unaware the infusion of norepinephrine had changed from 0.6 mcg/kg/min to 0.06 mcg/kg/min at the time and only became aware while reviewing patient's chart following the event. The reporting clinician indicated the patient's outcome following this event was "death." Additionally, the reporting clinician indicated there was no malfunction of the devices and that the devices had functioned as expected. Although requested, customer stated that the incident devices will not be returned to the manufacturer for investigation. The requested device logs were not provided.

Event description:
It was reported that a patient being treating for sepsis was receiving an infusion or norepinephrine at a rate of 0.6 mcg/kg/min in the emergency department. When the patient was transferred to the intensive care unit, the infusion was transferred to a different pump and the dose was inadvertently programmed at a rate of "0.06 mcg/kg/min" while transitioning lines from peripheral intravenous (piv) line to central line. The dose change was reportedly not noticed at the time of the transfer. Subsequently, there was a difficulty in getting blood pressure readings (patient also "lost arterial line" at this time), and when a blood pressure reading was eventually obtained, vasopressor was titrated up, but from 0.06 mcg/kg/min (not the original 0.6 mcg/kg/min). An arterial line was then placed, which confirmed "severe hypotension" at which point patient was given epinephrine, phenylephrine pushes and norepinephrine was increased to 1mcg/kg/min. Following the event, the patient was "more hypotensive and acidotic." Family had been called in during this event and decided to "withdraw care" and the patient subsequently expired. Reporting provider was unaware the infusion of norepinephrine had changed from 0.6 mcg/kg/min to 0.06 mcg/kg/min at the time and only became aware while reviewing patient's chart following the event. The reporting clinician indicated the patient's outcome following this event was "death." Additionally, the reporting clinician indicated there was no malfunction of the devices and that the devices had functioned as expected. Although requested, customer stated that the incident devices will not be returned to the manufacturer for investigation. The requested device logs were not provided.

Manufacturer narrative:
Additional information : imdrf annex a, b, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.